Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/ dl (value not provided); cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with their healthcare provider regarding bg level.